Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure message. The customer also received an unable to update timing message. The fiber optic was disconnected and the transducer was zeroed. The waveform was dampened, but had improved with aspirating and flushing. The timing message then disappeared. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-2020 through feb-2022 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
Device available for eval? Updated from "yes" to "no." The device will not be returned to the manufacturer so we are unable to complete an evaluation. If additional information is provided, we will send a supplemental report with the additional information. Complaint record ID # (B)(4).

Event description:
N/a.